Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The lens and lens vial were not returned for evaluation. The lot history record was reviewed and there were no non-conformities or anomalies related to this complaint. Based on the information currently available the most likely root cause of the event is related to a leaking lens vial. The type of lens vial associated with this report has been discontinued and a new (redesigned) vial was implemented.

Manufacturer narrative:
Correction: the lens remains implanted; therefore, it is not available for evaluation. The lot history record was reviewed and there were no non-conformities or anomalies related to this complaint. There have been no other complaints for this lot. Based on the information received a definitive root cause could not be determined.

Event description:
A consumer reported she is dissatisfied with her vision. Consumer reports issues with bright lights, low lights, shadowing effects, astigmatism, halos when driving at night with the headlights and peripheral vision loss. Consumer reported pain in both eyes for first 1-2 years and was told by the doctor the cause was dry eyes. The consumer wears glasses. Yag procedures were performed (B)(6) 2015 with no visual change in distance eye. This report references the patient's left eye. Reference MDR# (B)(4) for lens in the patient's right eye.